Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature report that a polyethylene terephthalate suture was used during a scleral buckle procedure to a patient's left eye fifteen years prior. The patient presented with acute vision loss, highly elevated intraocular pressure (iop), eye pain, headache, nausea, hyphema, vitreous hemorrhage and corneal edema which was treated with anti-glaucoma drops and b-ultrasound when a blue suture knot was detected as an intrusion into the eye. After treating the eye with anti-glaucoma drops, the suture knot was subsequently removed from the eye with forceps with no other complications. The next day, the iop had dropped to 14.9mmhg and the patient's left eye vision had improved from light perception to hand motion. One week later, the patient's left eye iop had dropped to 13.6mmhg.